Event description:
It was reported to boston scientific corporation that an orca was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the air/water valve was observed to be leaking water. The procedure was completed using another orca. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6:. Imdrf device code a050401 captures the reportable event of a/w valve fluid/blood leak.